Event description:
Patient's legal counsel reported that patient underwent left total knee arthroplasty on (B)(6) 1997 and that a revision procedure was performed on (B)(6) 2010 due to recurrent severe pain and instability. Based on the language of patient's legal complaint, the components had worn. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "malalignment of the components and/or soft tissue imbalance can place inordinate forces on the components which may cause excessive wear." This report is number 3 of 4 mdrs filed for the same event . (B)(4).